Event description:
The following was reported by the patient's attorney: the following is per legal case (B)(6): (B)(6) 2006 - the patient underwent umbilical hernia repair with composix e/x. On (B)(6) 2010 -the composix e/x mesh was explanted by surgeon at hospital. The attorney alleges the patient has suffered and will continue to suffer physical pain, harm, and serious injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges the composix e/x mesh had shrank and concretized, resulting in pulling on the fixation tacks and requiring removal of the mesh. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, medical records have not been provided and no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.